Event description:
It was reported that dissection occurred requiring medication. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. After arterial sheath insertion, there was difficulty inserting the 0.014 guidewire and imaging performed revealed a dissection. The arterial sheath was pulled back, and the physician was able to advance the guidewire and complete the procedure. The physician elected to treat the patient with direct oral anticoagulants (doacs) to resolve the dissection.